Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was 2 days late for a pump refill in 2009 and a pump alarm was heard and confirmed by telemetry. The patient stated that he had to get a refill every month and a half and wondered if he could get a larger pump. The patient was directed to speak with the healthcare provider (hcp). The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.